Event description:
It was reported that right atrial (ra) lead had unipolar lead impedance, occasionally undersensing complaints. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).